Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, crease fold, wear abrasion. Leak test was performed and found openings on anterior. A microscopic analysis was performed which identify, crease smooth opening on anterior and opening striated in anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on anterior assessed, as fold flaw opening. A striated edge opening on anterior side assessed, as surgical damage.

Event description:
The device has been explanted and replaced.